Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drips were seen after the customer filled tubing. Reportedly, the customer filled the cartridge with 150 units of insulin. The customer reported smelling and feeling insulin on the outside of the luer lock. It was noted that there were air bubbles near the luer lock. During troubleshooting with tandem's technical support, it was noted that the luer lock was potentially loose. The customer secured the luer lock connection and successfully completed the load process. The customer's blood glucose level was not impacted.